Event description:
The caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.